Event description:
A customer reported sickness and infection with medihoney use. No additional information has been provided after several attempts.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
There is a recall for medihoney part numbers 31515 and 31535 (all lot numbers). No product ID was provided after several attempts, however, we are including correction/removal number as a precaution measure. This follow-up is to provide correction/removal number (h9) 3005920706/01102025/r/001.

Manufacturer narrative:
The medihoney was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. The complaint indicates that the customer purchased medihoney sku 31515 or 31535 on amazon and received a recall notice for the product. Customer reports sickness and infection with no additional detail. The recall is for the optional applicator tip due to packaging sterility concerns. The customer has confirmed that the applicator tip involved in the recall was disposed of before use, so there is no possibility of the lack of sterility of the applicator tip being a root cause of infection or sickness. The customer has not responded to any gfe communications for further details. It is also possible that in the normal course of healing and treatment of the wound that the wound became infected by outside sources (other products, lack of protection of the wound, contamination of the wound site from environmental sources, lack of following instruction for use of the product). Without further information provided by the customer of evaluation of a returned product, further narrowing of possible sources of infection cannot be made. The report of sickness and infection could not be confirmed with the information provided. The customer has not provided the lot number, sku, or any photos of the product or wound for examination. As a result, no DHR review or lot commonality search could be executed. Federal law requires that the product be sold and used only under the supervision of a physician per the IFU. Integra initiated a corrective and preventative action (CAPA), as medihoney products are indicated as rx only devices; however, they are being sold ¿over the counter¿ through online retailers. There are currently no controls to prevent this distribution. This investigation may be closed at this time but may be reexamined if the customer provides any additional information.